Event description:
A user facility reported that an electromechanical ambulatory infusion pump was involed in an under delivery event. When the patient returned to the clinic, the pump had not delviered the entire volume of medication. Only 19cc were delivered in a total volume of 44cc. The initial reporter indicated that there was no injury associated with the event.